Manufacturer narrative:
Device history records review was completed for part# 387.347, lot# 3340495. Manufacturing location: (B)(4), manufacturing date: feb 01, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synframe ring clamp was discovered to be broken in multiple pieces after sterile processing. It is unknown when the instrument broke. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned device was examined and the device was found to be disassembled with all pieces returned; no subcomponents were broken. No definitive root cause was able to be determined however the complaint condition is consistent with disassembly for sterilization. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization (per guide). A minimum of four retractors are utilized, each inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336 or 387.337 x2) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. Relevant drawings for the returned device were reviewed: top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. An additional hardware assembly (hex bolt, washer and nut) were returned which are not subcomponents of the returned ring clamp and were not able to be identified. As no allegation was made against the assembly, no further investigation will be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.